Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loosening of cup possibly caused by armd. Muddy black joint fluid was leaked when a joint capsule was cut during the surgery. Armd is suspected.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states the reported products shown below were used for the primary tha surgery (mom) performed on (B)(6) 2010. Item no. 121780052, lot no. 01994 (domestic distributor). Item no. 121887352, lot no. 3011513. Item no. 550504, lot no. 2397009. Item no. 900527210, lot no. 2931795. Item no. 962710000, lot no. 2511971. Loosening of cup possibly caused by armd about seven years after the above primary surgery occurred and a revision was operated on (B)(6) 2017. Muddy black joint fluid was leaked when a joint capsule was cut during the surgery. Armd is suspected. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.